Manufacturer narrative:
Although the complained devices were not returned for investigation it was possible to confirm the reported event (pain due to allergy). The allergy test results were provided. It was discovered that the patient is allergic to nickel and titanium dioxide (according to melisa test). The titanium surface provides immediately in presence of an oxidizing agent a thin oxygen layer (titanium dioxide), which protects the material against corrosion attack. The anodized oxidation is a special surface treatment of titanium. This explains why the patient was in pain. The root cause of this complaint can be attributed to a patient-related issue. Based on statistical evaluation there is no indication for any systematic design, material or manufacturing related issue.

Event description:
It was reported to marketing by the (B)(6) patient from bulgaria that he had a surgery on the (B)(6) 2015--a "craniectomia reg. Parietalis dex. Extipatio tu (osteoma) totalis. Inspectio cerebri cum ultrasound. Pastica cranii cum ti-mesh (120x120 mm) et 10 screws." He explained that part of his skull was removed and replaced with a stryker implant. The patient also reported that about 3 weeks after the surgery he started experiencing pain in his middle back and stiffness. He also added that 5 months after the surgery, the pain and stiffness progressed. Now he feels pain and stiffness on his whole spine. He had series of tests which excluded rheumatoid arthritis and ankylosing spondylitis. His condition is yet to be determined. Next thing he will do is to undergo a ltt-melisa (memory lymphocyte immuno stimulation assay) test for metal hypersensitivity, for which he needs the metal composition of the implant. He was implanted with stryker dynamic mesh std for 1.5/1.7 mm screws, 120x120mm0.6 ref 54-00645 lot 1000071738, stryker neuro screws, cross-pin, self-drilling, diam.1.5x5 ref 51-15905 lot 10000149744, according to the information from the stickers he has. The patient is requesting the exact composition of the dynamic mesh and screws in order to perform ltt-melisa test and also asking for other reported complaints with similar post-surgery conditions.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is still implanted in patient.

Event description:
It was reported to marketing by the (B)(6) patient from bulgaria that he had a surgery on (B)(6) 2015--a "craniectomia reg. Parietalis dex. Extipatio tu (osteoma) totalis. Inspectio cerebri cum ultrasound. Pastica cranii cum ti-mesh (120x120 mm) et 10 screws." He explained that part of his skull was removed and replaced with a stryker implant. The patient also reported that about 3 weeks after the surgery he started experiencing pain in his middle back and stiffness. He also added that 5 months after the surgery, the pain and stiffness progressed. Now he feels pain and stiffness on his whole spine. He had series of tests which excluded rheumatoid arthritis and ankylosing spondylitis. His condition is yet to be determined. Next thing he will do is to undergo a ltt-melisa (memory lymphocyte immuno stimulation assay) test for metal hypersensitivity, for which he needs the metal composition of the implant. He was implanted with stryker dynamic mesh std for 1.5/1.7 mm screws, 120x120mm0.6 ref 54-00645 lot 1000071738, stryker neuro screws, cross-pin, self-drilling, diam.1.5x5 ref 51-15905 lot 10000149744, according to the information from the stickers he has. The patient is requesting the exact composition of the dynamic mesh and screws in order to perform ltt-melisa test and also asking for other reported complaints with similar post-surgery conditions.